Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the unit of measurement setting of their freestyle meter had changed. The customer gave himeself more insulin due to incorrect readings. Glucose tablets and milk were taken by the customer to counteract the symptoms.